Event description:
It is reported by the patient's attorney that the device was implanted in 2006 and that the patient was revised in late 2007, due to a fracture of hinged portion of the knee.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. Evaluation summary: the implants were not returned for evaluation. X-rays were not available for review. The lot number and manufacture dates are unk. Therefore, the manufacturing documentation can not be reviewed. The cause of the fracture can not be definitively determined due to insufficient information. No product was returned. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.